Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ heavily calcified lesion). (Device or procedural images not provided for review). (Device not returned for evaluation). (B)(4).

Event description:
Physician was attempting to implant one resolute onyx drug-eluting stent. The device was inspected before use with no issues noted. The lesion was pre-dilated. The resolute onyx stent could not cross the heavily calcified lesion in the rca and was damaged during removal. Lesion was pre-dilated again and another stent was deployed. The physician then attempted to implant a resolute integrity drug-eluting stent (2.50mm x 20mm) but it could not pass. No clinical sequelae were reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.